Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was giving a leak in iab circuit alarm. It is unknown the circumstances under which the event occurred.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was giving a leak in iab circuit alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1(site country, event site postal code - 35020), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) during the checks made on the device, it gives a leak iab circuit error. When the error codes are examined, the required materials are listed below. The parts written in the section must be tested on the device. It is not suitable to use the device in this situation. Imprint number: 1009674090. After this investigation fse replaced the malfunctioned parts (d104-00-0026) purge valve assembly, (d104-00-0018) manifold, drive(d008-00-0312) tubing, blood detected and saefty disk.

Event description:
N/a